Manufacturer narrative:
Correction to aware date which should have been 12-aug-2025.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had inappropriately stored atrial fibrillation (af) episodes due to oversensing of noise and baseline loss of signal. The noise was reproduced with patient arm movements in the secondary vector. The system was reprogrammed to the primary vector with stable sensing results. Later, x-rays were taken which confirmed proper insertion. An electrode fracture was suspected. Therefore, this s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had inappropriately stored atrial fibrillation (af) episodes due to oversensing of noise and baseline loss of signal. The noise was reproduced with patient arm movements in the secondary vector. The system was reprogrammed to the primary vector with stable sensing results. Later, x-rays were taken which confirmed proper insertion. An electrode fracture was suspected. Therefore, this s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.